Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit he swapped modules and it did not work on this uim (user interface module) but it did work on the other uim (user interface module). The module seems to be good and the uim is not powering up the module. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ii ventilator uim (user interface module) is not powering the interface module on the uim (user interface module). The customer confirmed that there is no patient involvement associated with this reported event.